Event description:
It was reported via medwatch, "inserting midline catheter. When attempting to place midline, attempt was unsuccessful. Catheter was properly inserted and advanced into patient. Upon pulling midline catheter out, no guidewire attached to the needle was detected."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.